Event description:
It was reported that the patient has been experiencing breakthrough seizures so they had their settings adjusted. The patient was also referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received from the physician's office noting that the fatigue and bad headaches were side effects of medication.

Event description:
Additional information was received from the patient's mother noting that the patient has been feeling really drained and gets bad headaches. The patient underwent a battery replacement and the explanted device was discarded.